Event description:
In this event it was reported that two patients had a tooth become symptomatic after undergoing a restorative procedure with core-x flow. One patient's tooth was extracted and the other patient had root canal therapy done.

Manufacturer narrative:
Therefore, because medical intervention was required, this event is reportable per 21 cfr part 803. This report is for the first patient. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.